Manufacturer narrative:
The pump exchange referenced in this section was reported under medwatch MFR. Report # 2916596-2018-01148. (B)(4). Approximate age of device ¿ 1 day. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient¿s previous pump was exchanged due to suspected thrombus. The patient was extubated; however, the patient was intubated again due to signs and symptoms of sepsis secondary to suspected aspiration. The patient was critically ill and on multiple vasopressors. It was reported that (B)(6) 2018, the lvad system produced low flow alarms with pump stoppages. The echocardiogram showed the aortic valve opening with increased pump speed. The patient¿s lactate dehydrogenase (ldh) level was elevated from 800 u/l to 1300''s u/l. On (B)(6) 2018, technical service representative reviewed the submitted log file and confirmed pump stoppages and parameter trends consistent with device thrombosis. The patient¿s condition deteriorated and per the family¿s request lvad support was withdrawn and the patient expired.